Event description:
Hamilton medical ag received the following event description: during the patient ventilation, the ventilator "stopped running with fault code tf5501". The ventilator was replaced. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. According to the logfiles, the ventilator triggered several tf5501 alarms on april 14th, 2025. The service manual for the hamilton-g5 states that technical fault 5501 indicates that the sensor supply monitor signal is out of range (-10 v ± 1%) for 1 second. Following the event, the device was inspected by an engineer and confirmed to be functioning normally, with no recurrence of the technical fault. Therefore, the issue could not be reproduced. Based on the available information the exact root cause could not be determined.

Event description:
Hamilton medical ag received the following event description: during the patient ventilation, the ventilator stopped running with fault code tf5501. The medical department provided artificial assisted breathing with a breathing balloon. The ventilator was replaced. No harm to the patient or third party was reported. Currently, the event is under investigation to verify the reported allegations.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). During the time that the report was filled in, serial number was not available, hence the fields related UDI and production were left empty. Investigation ongoing.